Manufacturer narrative:
Iq200 automated urine microscopy analyzer reporting false negative/false low cells (rbs and wbcs) for 11 patient samples. None were reported out to lis or patient. No change in patient management, no loss of patient to follow-up or immature discharge were reported due to erroneous result. No injuries were reported. Per customer, the chem/micro correlation alert was turned off. The customer technical support (cts) instructed the customer to change the sample filter; the iq200 now focused fine and the qc passed.

Event description:
Customer reported a failure in auto focus where no cells were seen on the iq200.